Manufacturer narrative:
Manufacturer is trying to retrieve further information about the device. Testing methods will be determined as the information will be provided and will be reported in the follow up report. : device still implanted.

Event description:
Manufacturer was notified about a case of endocarditis in a patient that had perceval s heart valve. Series of events according to medical report are as follows: patient was reported to have severe aortic valve stenosis of native valve in (B)(6) 2017 and bioprosthetic valve replacement with perceval vale in (B)(6) 2017. Patient presented fast atrial fibrilation that was phamocologically converted to sinus rhythm by amiodarone infusion. Patient was febrile and had 4 months history of fever that was controlled temporarily by antipyretics and antibiotics. Blood culture showed gram positive cocci and he was started on teicoplanin and crystalline penicillin. Echocardiography on (B)(6) 2017 showed mild lv dilation, normal lv function, no lv clots, moderately dilated la, mild mr, bioprosthetic av with no evidence of aortic stenosis or aortic regurgitation, there was mobile mass attached to aortic prosthesis. Mildly decreased rv function with mild pulmonary htn, mild tr. Blood culture showed positive for staphylococcus epidermis. Patient was started on IV vancomycin, cloxacillin and rifampicin. Patient was still febrile and cloxacillin was replaced by gentamicin. On (B)(6) 2017, tee was done showing no la thrombus, well seated bioprosthetic av with no evidence of ar or as. One pedunculated mass on the ventricular side of av in diastole but also seen was a whip like mass in systole compatible with vegetation. Medical treatment was continued on. Patient then had progressive renal impairment and antibiotics were again changed to teicoplanin, dalacin and rifampicin. Fever settled down. On (B)(6) 2017, patient had chest pain and ECG showed st elevation in inferior leads. Medical treatment was continued. Patient then stabilized on medical treatment and off from chest pain and fever was controlled. Renal functions gradually recovered. On (B)(6) 2018, tee was done and it showed lvef 45 - 50%, mild mp, bioprosthetic aortic valve with no evidence of stenosis or regurgitation. Tiny residual lesion was seen in ncc; probably healed vegetation. No abcess or valve destruction. Patient was safely discharged on medical treatment and he was boarded to USA for further evaluation and management. Patient was reported to have dental procedure done as well.

Manufacturer narrative:
Based on the information received from the site, the patient's endocarditis was resolved, and the device remains implanted. Thus, the functionality of the valve is confirmed to be acceptable. Given that the valve is functional, and the onset of endocarditis was delayed (3 months post-implant), the event can reasonably be concluded as not device-related, and is attributable to the patient's specific clinical condition. As such, no further investigation is warranted at this time. Furthermore, blood cultures confirmed the presence of staphylococcus epidermidis. If a staphylococcus epidermidis has been present on our tissue valve before sterilization, it would have been killed easily by our liquid chemical sterilant. The sterilant contains a mixture of glutaraldehyde, formaldehyde and alcohol, all of which are highly effective against staphylococci. This liquid chemical sterilization process has been validated with spore forming bacillus atrophaeus, which is the most resistant microorganism known for aldehydes. In addition, the sterile packaging solution used for shipment of crown valves is a 4% formaldehyde solution; the valves remain in this extremely antimicrobial solution until they are opened during surgery. Therefore, it is not conceivable that a staphylococci could survive on a valve exposed to our sterilant, or the packaging solution.

Event description:
The manufacturer received confirmation that the endocarditis was resolved and the valve remains implanted. The patient is doing well.